Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine damaged a bloodline during a patient¿s treatment, causing blood to leak from the blood pump area. The machine was removed from service following the event. Additional details were provided upon follow-up with the biomed and the clinic¿s facility administrator (fa). It was confirmed that the blood pump rotor on this machine damaged a combi set bloodline during a patient¿s treatment. There were ten minutes remaining in a three hour and forty-five minute treatment when a patient care technician (pct) noticed blood dripping down the front of the machine. The blood leak was coming from the blood pump area. There were no machine alarms that occurred. The treatment was immediately stopped, and the staff rinsed back as much blood as they could. The patient¿s estimated blood loss (ebl) was less than 30 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was sent home in stable condition following the event. There were no concerns over the incomplete treatment because the majority of the treatment was performed. The machine was removed from service for evaluation. When the bloodline was removed from the machine, a visible slit was noted on the tubing portion that goes inside the blood pump area. The biomed was told that this damage was not present before the treatment started. Upon evaluation of the machine's blood pump rotor, the biomed noticed a sharp point at the tip of one of the rotor pins. The biomed suspected that this sharp point damaged the bloodline tubing. The machine was out of service at the time of follow-up. The biomed had a new blood pump rotor which they intended to install once the facility advised them to do so. The sample was confirmed to be available for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.the investigation did not find objective evidence indicating there was a product problem, and thus the complaint was not able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine damaged a bloodline during a patient¿s treatment, causing blood to leak from the blood pump area. The machine was removed from service following the event. Additional details were provided upon follow-up with the biomed and the clinic¿s facility administrator (fa). It was confirmed that the blood pump rotor on this machine damaged a combi set bloodline during a patient¿s treatment. There were ten minutes remaining in a three hour and forty-five minute treatment when a patient care technician (pct) noticed blood dripping down the front of the machine. The blood leak was coming from the blood pump area. There were no machine alarms that occurred. The treatment was immediately stopped, and the staff rinsed back as much blood as they could. The patient¿s estimated blood loss (ebl) was less than 30 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was sent home in stable condition following the event. There were no concerns over the incomplete treatment because the majority of the treatment was performed. The machine was removed from service for evaluation. When the bloodline was removed from the machine, a visible slit was noted on the tubing portion that goes inside the blood pump area. The biomed was told that this damage was not present before the treatment started. Upon evaluation of the machine's blood pump rotor, the biomed noticed a sharp point at the tip of one of the rotor pins. The biomed suspected that this sharp point damaged the bloodline tubing. The machine was out of service at the time of follow-up. The biomed had a new blood pump rotor which they intended to install once the facility advised them to do so. The sample was confirmed to be available for evaluation.